Manufacturer narrative:
On receipt of the pad device, the memory and history logs were downloaded. The data indicates the pad clock is not incrementing and as a consequence the device recorded illogical dates. The problem with the device was attributed to the coin cell becoming detached from the device. The coin cell is an integral part of the led circuitry and caused the led's not to flash. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.